Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A pharmacist reported that a month and a half following an intraocular lens (iol) implant procedure, the patient presented with an inflammatory reaction. The patient was treated with eye drops and anti-inflammatories and the symptoms resolved. The iol remains implanted. Additional information has been requested but has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that the patient was treated with antibiotics.